Event description:
It was reported that a lead warning was triggered due to low impedance paces on the right ventricular (rv) lead. The impedance trend is stable prior and after the warning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced syncope. The rv lead continued to exhibit low impedances,and it was determined that the lead insulation had been damaged due to a clavicle crush. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009. (B)(4).